Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2022, a loud noise was heard during the brevera procedure and metal shards were found inside the breast of the patient. No other information is available.

Manufacturer narrative:
Device returned and inspected. Functional testing was conducted and no abnormal noise was noted and device worked as intended. Visual inspection was conducted and it was noted that the inner cannula was crumpled at the top and additionally, some wear lines were seen both in the inner and outer cannula. The complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.